Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. Steadily rising impedance from approximately 400ohms in (B)(6) 2012 to over 2000ohms by (B)(6) 2013.

Event description:
It was reported that there was a decreased r wave, increased pacing impedance, increased threshold and fracture on the right ventricular (rv) lead. During lead revision, it was observed there was no capture at high outputs. It was noted the patient been in a recent car accident. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID emdr01 implantable pulse generator (ipg), implanted: unk. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.